Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable malfunctions were found during device evaluation: due to deformation of electrical connector guide pin, water tightness is lost, due to wear of angle wire, bending angle in up direction and the play of up/down knob do not meet specifications, an abnormal sound is made due to damage on up/down knob, adhesive on bending section has a chip and crack due to clogging of nozzle, water removal ability does not meet specifications. The following have a scratch: up/down knob, lock engagement lever, lock engagement knob, plastic distal end cover, connecting tube, scope connector, protector of universal cord on scope connector side, image guide protector, flexibility adjustment ring, grip, swich box, air/water cylinder, control unit, right/left knob, and adhesive on bending section. Suction cylinder has corrosion, and control unit has discoloration. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
An olympus representative reported the evis lucera colonovideoscope contained a foreign object inside the nozzle, during annual inspection. There were no reports of patient harm associated with this event.